Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log which verified the reported alarm had occurred. The issue was traced to the device piezo, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device received repair and refurbishment and the device passed all testing.

Event description:
It was reported that the pump exhibited the primary audible alarm post, and the acu watchdog test. The event happened during power on.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.